Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Fluoroscopy of the disc position before collagen deployment was not obtained, and the images were not provided to cardiva medical inc. It is unknown if fluoroscopy was utilized in this procedure. It should be noted that imaging is specified in the IFU to locate the disc position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. Conclusion: the initial reported event stated that the black sleeve was not retracted, and the collagen was not deployed, but the pathology report received on 08/10/2021 stated that the occlusion was "consistent with collagen plug". As the collagen plug cannot be deployed without the retraction of the black sleeve, the initial reported event and the pathology report are contrary to one another and cannot be reconciled. Therefore, it can not be determined if the arterial occlusion is the result of use error or device malfunction.

Event description:
Reported on (B)(6) 2021: the vascade 5f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, but temporary hemostasis was not achieved, and user did not feel the disc was at the arteriotomy. The disc was collapsed, and the device was removed with the collagen on the device and still under the black sleeve which was not retracted. The patient developed sub occlusive clot in the sfa and some clots distally down the leg, which resolved after patient was given heparin. Vascular surgeon took the patient to the or and removed a soft mass. Additional information received on 08/10/2021: on 08/10/2021, the pathology report was received for the material that was causing the blockage in the patient's sfa. It was stated to be "consistent with collagen plug". This is contrary to the initial report that the black sleeve was not retracted, and the collagen was not exposed.